Event description:
The customer reported to philips healthcare, "broken battery." The symptom was clarified to be that the device would not power up on battery power and the battery would not charge. There was no reported patient involvement.

Manufacturer narrative:
Pr #: (B)(4).